Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal control module was getting an alarm from the safety monitor but was not shutting off the pump. The customer also stated that they were receiving a "fail 5" message on the roller pumps that were connected to the cardioplegia (cpg) and arterial (art) cables during the same case. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) verified that the pumps connected to the cpg and art cables would not stop when an active alarm was present. The fsr also verified that the centrifugal pump connected to the alarm outlet would not shut down when an active alarm was present. The fsr disconnected the arterial monitor, problem still existed. He swapped out the safety monitor with a spare and the problem still existed. The fsr removed and replaced the distribution board, the system worked for a minute and then the same problem occurred. With the assistance of tech support, they realized that when the fsr installed the battery box, he connected the battery cables incorrectly which caused the problem. The fsr corrected the battery cables and installed another distribution board, which corrected the reported issue. With the cables positioned correctly and board replaced, the unit operated to MFR specs and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.